Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2008. It was reported that during a coronary artery drug eluting stenting treatment procedure the 3.50x20mm taxus express2 drug eluting stent (des) stuck on the bare metal wire and was unable to advance into the patient. However, returned product analysis revealed that there was a break in the midshaft section 23.7 cm proximal from the port area. The midshaft was also accordioned and stretched near the break.

Manufacturer narrative:
Following a detailed analysis, it was noted that the condition of the returned device was not consistent with the complaint incident. A visual and microscopic examination of the device found that the device was returned in two sections as a result that occurred in the midshaft section. The break in the midshaft was 23.7 cm proximal from port area. The midshaft was also accordioned and then stretched near the break. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. There were kinks along the entire length of the hypotube. The balloon was tightly wrapped and was not subjected to positive pressure. The device was returned with a guide wire inserted into the tip. A review of the top assembly batch found that the device met its material, assembly and product specifications at the time of release to distribution. Based on this analysis the most probable root cause for this complaint can be attributed to operational context.(B)(4).